Manufacturer narrative:
Investigation of the returned parts is ongoing. The following reports are also related: 3012120772-2024-00079, 3012120772-2024-00080, 3012120772-2024-00081, 3012120772-2024-00082, 3012120772-2024-00083. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's daytona small stature spinal system. During the procedure the surgeon had issues with the locking caps threading onto the screws, resulting in a 30-45 minute surgical delay. No patient injury was reported. 13 units of part 79-0002 and 3 units of part 76-0030 were returned. See related reports. This report is for 2 of 8 units of part 79-0002, lot mm1003065e.

Manufacturer narrative:
The locking cap was functionally tested with mating parts and found to mate properly. Upon disassembly it was noted that there was damage to the higbee cut feature at the lead-in thread. There was also damage or material missing from the major diameter of the set screw threads. This failure was analyzed under a health hazard evaluation and found the observed non-conformances represented a moderate risk of adverse health consequences. A field action was initiated to recall the affected lots of pn 79-0002. Refer to report of corrections and removal number 3012120772/11082024/r0001. The following reports are also related: 3012120772-2024-00079, 3012120772-2024-00080, 3012120772-2024-00081, 3012120772-2024-00082, 3012120772-2024-00083. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's daytona small stature spinal system. During the procedure the surgeon had issues with the locking caps threading onto the screws, resulting in a 30-45 minute surgical delay. No patient injury was reported. 13 units of part 79-0002 and 3 units of part 76-0030 were returned. See related reports. This report is for 2 of 8 units of part 79-0002, lot mm1003065e.